Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: asr uni femoral impl size 43 hip femoral head; asr tap slv adap 12/14 -1 hip adaptor sleeve; asr acetabular cups 48 hip acetabular cup; summit por taper sz4 std off hip femoral stem. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
New unity record created in order to report the legacy complaint (B)(4). Litigation papers allege the patient experienced side-effect from the device such as pain, swelling, inflammation, metallosis, infection, damage to surrounding bones and tissues, problems walking, and increased need for revision surgery to remove and replace the device. Doi: (B)(6) 2008 - dor: none reported. *patient is a resident of (B)(6). Update (B)(4) is reopened under (B)(4) due to receipt of asr litigation received. In addition to what was previously reported, litigation alleges injury, emotional distress, and suffering. The law firm and hospital has been updated. Added ip's for the sleeve and stem. Doi: (B)(6) 2008; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative:  added: a2 (age), b5, b7, h6 (patient,device) and d11. No code available is used to capture blood heavy metal increased and device revision or replacement.

Event description:
After review of medical record, patient was revised to address osteolysis of both femoral and acetabular component. Revision notes stated that abundance of serous type fluid from the left hip joint was evacuated. Significant pseudocapsule as well as the scar tissue from around the hip joint were excised. Proximal femur revealed some spot welding of point of fixation. The femur despite the osteolysis was loosed and was rigidly fixed. The cup was removed easily due to its loosening.